Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose had been running as high as 500 mg/dl. The customer expressed experiencing a symptom of frequent urination. The customer treated with a bolus. The drive support cap appeared normal and recessed. The customer found no leaks or air bubbles in the reservoir or tubing and insulin did exit with a manual prime. The insulin was clear and the site was not sore or irritated. The infusion set was removed and the customer reported that the cannula was straight. The customer declined to check settings. The customer changed the site and did a complete set change and was advised to call back when a tubing clamp was available to run a high pressure test.